Manufacturer narrative:
Based on the available info the event is deemed a serious injury. The end user stated he is cleansing the area with warm water, (B)(6) soap and will occasionally use stomahesive powder. The end user was educated on the usage of stomahesive powder and protective barrier wipes and was also instructed to seek medical attention if his condition worsens. No additional pt/event details have been provided to date. Should additional info becomes available a follow-up report will be submitted. A return sample for eval is not expected.

Event description:
An end user called in to report a flat red rash on his peristomal skin under the tape border. The end user stated the rash is mainly focussed on the top portion of the tape border; however the end user also stated the rash occasionally occurs under the entire tape border. The user also reported the rashes are itchy at times.